Event description:
The reporter called and alleged a discrepant result was obtained on the device when compared to a lab. The device result reported was > 8.0 inr. The reported lab result was 4.0 inr. The device was replaced and requested to be returned for evaluation.